Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant had a patient admitted in with a cardiac history and known endovascular aneurysm repair (evar). The team placed the 14 french sheath with difficulty due to presence of the evar and native anatomy. The team observed a vessel dissection of the common iliac. This procedure was aborted due to safety concerns. The dissection was treated with balloon angioplasty from the contralateral access. The dissection resolved after treatment. This patient will be brought back later for axillary access for impella support for treatment of coronary arteries.

Manufacturer narrative:
The investigation has been completed. No product was returned for analysis. The clinical details stated that there was difficulty placing the sheath due to tortuous vessels as well as an endovascular aneurysm repair graft in place. This resulted in a kink in the sheath. The root cause of the introducer damage - mechanical is most likely due to the patients condition. The root cause of the vascular damage - peripheral vessels is most likely due to the patients condition as they had diseased vessels. The root cause of the introducer damage - mechanical is most likely due to the patients condition. The kink in the introducer was not addressed in initial manufacturer device report number: 1220648-2024-20360. Therefore, the following sections were revised: b.2 added product problem, b.5 added information, h.6 medical device problem code 2889 was added.

Event description:
It was further reported that an angiogram confirmed there was a kink in the introducer when placing the sheath.